Manufacturer narrative:
UDI: unknown gtin/unknown lot number. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery for a lumbar fusion revision at the l2-l4 disc levels was performed on (B)(6) 2016. Original surgery date was (B)(6) 2015 due to the patient presenting with lumbar disc degeneration. Patient was originally implanted with a depuy viper construct at l2-l4 disc levels with synthes transforaminal posterior atraumatic lumbar spacer (tpal) implants. Surgeon implanted the tpal spacers at both disc levels. Initial placement of the t-pal spacers was observed post-operatively thru computerized axial tomography scan (CT). It was reported that the placement of the t-pal spacer at the l3-l4 disc space was not inserted in the most optimal position. Due to this issue, the patient was monitored for several months post operatively and later presented with pain. During revision, surgeon removed the two (2) depuy viper locking caps at the left side. Surgeon then extracted the 10mm t-pal spacer from the patient's intervertebral disc space where it was noted that the implant had migrated and replaced it with a 11mm t-pal spacer. The t-pal spacer at the l2-l3 disc level was reported as fine and in good position. Surgeon then revised the patient with new depuy viper locking caps, rods and one (1) new screw. Surgery was completed successfully and patient is reported as stable. Sales consultant stated he has no more additional information on this event.